Manufacturer narrative:
Recall (continued): 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had become inoperable. The patient attempted to troubleshoot the issue with their charging system but was unsuccessful. As a result, their ipg was explanted and replaced. Therapy was restored post-op.